Event description:
It was reported that an iLet device touchscreen was cracked, the display remained usable, and the user experienced trouble operating the device after the damage, while blood glucose was not affected and no injury occurred. Symptoms included no adverse clinical effects. Outcomes included device performance impact without clinical sequelae. Investigation included collection of user-provided information and internal review of known device performance for display damage. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with a cracked screen and associated usability difficulty, with no evidence of alarms or glucose control impact. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to a damaged display component.

Manufacturer narrative:
Initial